Event description:
It was reported that the patient presented in clinic for follow up. Review of transmission revealed that the pacemaker was exhibiting over-sensing noise that was causing inappropriate mode switches. Programming changes were performed. The patient was in stable condition.

Event description:
New information noted that the malfunction was on the atrial lead.